Event description:
Lifecor customer support noticed several problems with a male patient's equipment. They noticed equal fall-off on all of the channels and a few faulty manual recordings. The territory manager (tm) went and exchanged the patient's monitor and electrode belt.

Manufacturer narrative:
Device manufacture date. Monitor - 12/2007. Electrode belt - 01/2007. Device evaluation summary: device evaluations of monitor and electrode belt have been completed. The reported problem was confirmed. The cause of the equal fall-off on all channels and faulty manual recordings was a damaged pc board in ECG d. The damaged ECG would not allow the electrode belt to baseline. The root cause of the damaged ECG pc board cannot be confirmed, but looked to due to damage to the ECG housing. There was a large dent in the electrode housing. The damaged electrode belt was repaired and restocked. Monitor was fully functional. It was restocked. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt and monitor.